Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of about 7 years it was reported that the pt received multiple shocks. The lead was capped and left in pt's body and the ICD was explanted. This lead was implanted sometime in 2005, but no exact date was provided. No other adverse side effects have been reported.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation.